Event description:
Relative of the home pt (hp) reported that hp felt full, as if the pt were overfilled, while using the homechoice cycler for apd therapy. Follow up with the hp's healthcare professional (hcp) reveals the hp had a last fill volume of 2000mls, which the pt usually drained out during the initial drain phase of therapy on the homechoice cycler. Hcp relates that in 2000, the homechoice cycler advanced from the initial drain into fill 1 prior to removing the last fill volume of 2000mls. Hcp relates that the homechoice cycler continued therapy and delivered the preprogrammed fill volume of 2500mls. The homechoice cycler advanced from fill 1 into dwell 1, at which time the hp felt full and placed the homechoice cycler into a manual drain. During the manual drain, the hp removed approximately 4,260mls of solution. Hcp further relates that after the manual drain, the hp continued therapy to completion with no further difficulties. Hcp relates that the incident occurred due to their own error, the pt had reprogrammed the homechoice cycler to deliver a last fill volume of 2000mls but forgot to increase the initial drain alarm setpoint as well. Hcp relates there was no pt injury or medical intervention.